Event description:
UK affiliate reported pt with a 4mm central corneal ulcer. The pt was treated at the local eye hosp. The pt was admitted for one week and the ulcer has resolved. Optician states there is scarring present but the visual acuity loss is minimal at this time and he expects the loss to be minimal over time. Lens wear has been discontinued. He did not have any treatment details including medications and he did not know if the ulcer or lens was cultured. Pt was corrected to 6/6 prior to the injury and acuity has not been measured since resolution. The pt was using a peroxide disinfection system and wearing surevue on a daily wear basis. Lot info is not available. Optician stated the pt works in a dusty enviornment and that the environment undoubtedly contributed to the injury and could have occurred with any lens type. No add'l info is available to enable further investigation at this time.